Event description:
Stent became dislodged from balloon after sheath was pulled back. Stent was trapped with a 0.14 wire and pulled back into the right external iliac artery. Health professional unable to withdraw wire with stent trapped. Pt taken to cardiovascular surgery for removal of foreign body.